Event description:
With the newest programmer software, the atrial threshold value is not properly saved in device memory or printed in case this threshold value is higher than 3.25v. Although this does not affect the device operation, the involved physician was not satisfied with this potential programmer behavior. A correction was requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.